Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that cardiopulmonary resuscitation (CPR) was performed to ensure blood flow throughout the patient's body. It was further reported that the patient had heart failure that contributed to the low cardiac output. Per the physician, the cause of the low cardiac output was unknown, and the valve and delivery catheter system (dcs) could be ruled out as contributing factors.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012313263); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, decreased cardiac output was observed. The cause of the decreased cardiac output was unknown. Subsequently, cardiac massage was performed and the patient recovered.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. D. Full UDI# h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, decreased cardiac output was observed. The cause of the decreased cardiac output was unknown. Subsequently, cardiac massage was performed and the patient recovered. Additional information was received that cardiopulmonary resuscitation (CPR) was performed to ensure blood flow throughout the patient's body. It was further reported that the patient had heart failure that contributed to the low cardiac output. Per the physician, the cause of the low cardiac output was unknown, and the valve and delivery catheter system (dcs) could be ruled out as contributing factors. Additional information was received to report following the valve implant, the patient's blood pressure dropped suddenly and the heart was beating poorly. While performing cardiac massage, catecholamine medications were administered. Although preparations were being made to introduce percutaneous cardiopulmonary support, the patient recovered before its implementation. The patient then regained consciousness and left the room. Information related to treatments after discharge could not be obtained.